Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as surgical damage. Additional observations ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed what appears to be like crater appearance on shell surface. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported no complaint against left side device. Healthcare provided later reported left side "ruptured." The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against left side device. Healthcare provided later reported left side "ruptured." The device has been explanted and replaced.